Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and duplicated the differential background failure. The fse ran latron primer and the results were not within specification. The fse cleaned the shear valves, and verified that all pinch valves are operational and tubing is correctly positioned in the pinch valve. The fse also primed the differential lyse and stabilize in an effort to determine the cause of the failure. The fse discovered that the differential mixing chamber sample line was curled and crimped and proceeded to repositioned the tubing to resolve the leak. Failure mode is attributed to a crimped differential sample line. (B)(4).

Event description:
The customer reported a high differential background issue involving the coulter lh 750 hematology analyzer. The customer discontinued using the instrument when the issue was noticed. No erroneous results were associated with the event and there was no change or affect to patient treatment in connection with this event.